Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Device had unit had a severely scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling on their own. Blood glucose value was 403 mg/dl; treated with annual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.